Event description:
It was reported to philips that the system's c-arm was not working, which can impact geometry movements. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2025-008253. This complaint will be closed as duplicate.